Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and a lead noise alert. Oversensing and elevated sensing integrity counter (sic) were also observed. Fracture was suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.